Event description:
I had breast implants before this date but it would only go back to 2006. It was actually 1994, I have had numerous health issues since. About a month or two after implants, I became gluten intolerant, allergic to milk proteins, got cystic, acne and seasonal allergies. I had more than 40 symptoms recently and finally found out that my implants were the cause of them all. I finally explanted on (B)(6) 2016. Am hoping to get my health back in time.